Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: litigation alleges that the patient suffered severe and permanent physical pain, injury, disability, additional surgeries, physical disfigurement, metallosis and excessive levels of chromium and cobalt. **update** (7/26/2012) patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 8/28/15 medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated metallosis, pain, and increased metal ions. The taper sleeve and stem are being added to the complaint for the high metal ions. The complaint was updated on:9/24/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 14, 2017: product sticker received. Lot number of stem updated and added complainant information. This complaint was updated on july 21, 2017.